Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Unknown; captured as jan. 1, 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: the surgeon is going to dilate the patient followed by steroids. The dilation he did last week was with a bougie not a balloon. Dr called rep (B)(6) 2020 stating that he did a dilation (B)(6) 2020 and that he was going to remove the device today (B)(6) 2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a laparoscopic reflux procedure the customer informed me that they needed rep support for post implant patient that was experiencing severe dysphagia. The customer believes that the patient will need an explant. The patient was implanted in 2018 and has experienced dysphagia during the past two years. Recently the patient presented at the ER for severe dysphagia. The patient has recently received a barium esophagram that showed les obstruction and an egd with dilatation. Patient has not been on steroids recently. No reported patient weight gain.